Manufacturer narrative:
The review of traceability and review of device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. After several attempts to obtain details on this case (on surgical steps involved, patient condition), no additional information received yet. Investigation is in progress. No information about device return.

Event description:
Mc+ : broken cage. Cage broke when impacting anchor.

Manufacturer narrative:
The review of traceability and review of device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. After several attempts to obtain details on this case (on surgical steps involved, patient condition), no additional informations were received. The investigation based on the available informations shows no evidence to indicate a device issue. Regarding lack of information available, the root cause of issue cannot be determined. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mc+ : broken cage. Cage broken when impacting anchor.